Event description:
Additional information received noted the lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 15.9-16.1cm and 35.5-35.8cm from the distal tip, breaching the re cable lumen, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 42.7-42.9cm and 44.2-44.4cm from the distal tip, breaching the re cable lumen, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.5cm from the distal tip, breaching the rv and inner coil lumens .internal insulation abrasion was noted at 7.7-7.9cm from the distal tip, breaching the rv cable lumen. All etfe cable coating was intact at these locations. This is consistent with the observations from the field. Other damages noted occurred during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, fluoroscopy revealed externalized conductors on the right ventricular lead. Electrical parameters were acceptable, so the physician decided to leave the lead implanted. The patient was stable following the procedure.